Event description:
It was reported that the patient presented for routine generator change. It had previously been noted that their right atrial (ra) lead exhibited noise that was being over-sensed and was triggering brief inappropriate mode switches. Therefore, the physician elected to cap and replace the ra lead on (B)(6) 2021. There were no patient consequences.